Event description:
Reporter alleged blood glucose measured 451 mg/dl back to back with a result of 168 mg/dl, when testing was performed within 10 minutes of each other. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.